Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One tapered screw vent (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Damages to the external threads, most likely from the retrieval process. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 64057301. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64057301) for similar event using keyword fracture implant and no other complaint was identified. June post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvtb10) and event (implant fracture). The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes are improper loading and implant being used in a manner inconsistent with recommended use, resulting in overload. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided. Event date: not provided.

Event description:
It was reported that implant fractured and it was removed. Doctor immediately replaced it with a wider implant. Tooth location 30.